Event description:
The adapter jaws jammed closed resulting in the inability to deflate the occlusion balloon when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician inserted the hypotube into the adapter to deflate the occlusion balloon and the jaws jammed and would not release. This resulting in the occlusion balloon would not deflate. The physician used the method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The pt is reported to be fine.